Event description:
It was reported that the display of the external pulse generator stayed on after the generator was powered down. It was noted that this was intermittent and sometimes even occurred after 24 hours, and that the issue had been verified twice. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the two side bail covers were broken, the battery contacts were compressed, the ring was bent and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that an integrated circuit component failure caused sensitivity-related device failures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.